Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the patient is having the mesh removed and it is uncertain if the mesh has anything to do with the ongoing pain the patient is having. The surgeon believes the mesh is not to blame. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? Other relevant patient history/concomitant medications product code and lot number? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Date, time of onset of urinary tract infection from the surgical procedure? Were cultures performed? Results? What medical intervention was performed? Results? What is physician¿s opinion as to the etiology of or contributing factors to recurrent uti¿s? What is the patient's current status?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. The patient experienced recurrent utis. It was also reported that the patient is having the mesh removed and it is uncertain if the mesh has anything to do with the ongoing pain the patient is having. The surgeon opines that the mesh is not to blame. No further information is available.